Manufacturer narrative:
(B)(4). Report source: foreign: china. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant disassembly with surrounding liner becoming dislodged and abnormally positioned medial to the femoral head component. No obvious signs of loosening, wear, radiolucency, or other contributing factors were identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02591.

Event description:
It was reported that after the implantation of the acetabular cup, the cup did not feel tight when tapped. During investigation, it was determined to have loosened. No further event information available at the time of this report.